Event description:
It was reported the patient's blood glucose level rose greater than 13.9 mmol/l while wearing the pod between 5 and 24 hours. The adhesive completely separated from the (leg) causing the cannula to dislodge and leaking was observed. A new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.